Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 436 mg/dl. Customer also reported receiving a max bolus reached message. Customer was unable to deliver a bolus they programed. Customer was assisted with delivering a bolus during the call. It was also found the customer was feeling pain from their chest due to other health issues. The customer declined to troubleshoot for the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.